Event description:
During the transapical tavr procedure, the valve was placed 100% ventricular. Ultimately, the patient expired on the table. Initially, the valve crossed the annulus without difficulty, and the pre position was 50/50 aortic/ventricular (a/v). However, during inflation, there was ¿miscommunication¿, and the valve landed 100% ventricular. The patient lost pressure, however bypass was not a viable option. The patient was frail with a porcelain aorta, and the patient¿s arterial access was very poor. There was no ability to perform intervention. The patient passed away on the table. The patient¿s area was 393mm2. There was no annular calcification, moderate leaflet calcification, and severe aortic root calcification. The coaxial alignment of the valve and delivery system and the image intensifier angle (iia) were considered good. The root cause was indicated that the operator placed the valve too low, and inflation occurred while the valve was not fully positioned well. It was perceived that the valve was initially placed too low, in the ventricle.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the too ventricular placement is unknown. However, the miscommunication during inflation, in addition to the patient¿s lack of native annular calcification likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.